Event description:
It was reported slight hemorrhagic effusion from the pedicle was noted during catheterization. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation.